Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the gasket was torn on the 511h using the lcs15 and the el314 through this port with a ms512 reducer. The surgeon replaced this trocar with another 511h because it was leaking so badly. There was no consequence to the pt.